Event description:
It was reported that the device was used during a lobectomy. After the procedure when the surgeon began to close the patient, he decided approximately twenty minutes later to takedown more of the hilum, he closed the device down on tissue, pushed back on safety, and proceeded to fire the device. After about 15 millimeters, the device stopped. The device was upside down and the surgeon could not see the knife blade switch. He transected the hilum by opening another device and went lower at the same angle and was able to transect the hilum. After removing the original device he could see the knife blade switch, the device was opened and removed. He attempted to fire again, but the device had already been fired. There appeared to be a completely formed staple caught on the inside of the knife blade track. This was the 6-8th firing of the device and was more than likely it was a staple from a previous firing. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with a cartridge reload loaded on the device. The returned cartridge was partially fired which denotes that the firing sequence was interrupted. Please noted if the instrument is partially fired, remove the instrument and slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: on what tissue type was the device used? Lung. At what location on the tissue? Unk. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 6th or 8th. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Blue, white. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Yes. Were any unexpected noises heard? Yes, hesitation noise. Was there any difficulty removing the device from the tissue? Yes-unable to see knife reverse due to the angle of the device. Is there any other additional information you would like to share about this device or procedure? No. What were the patient's pre-existing conditions? Unk. Does the patient have any relevant history of surgical treatments? Unk. How long has the surgeon been using this device for this procedure (in years)? 1st time using power, standard echelon 3 years. Was there a recent conversion to ees devices in this account or with this surgeon? No.